Event description:
It was reported by a customer in the USA that, during pt use, an 840 ventilator graphic user interface (gui) display was blank. The pt was removed from the unit, and placed on another ventilator. There was no reported injury.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the malfunction. The cse replaced the power supply to resolve the issue. The unit passed all tests and calibrations, and it was observed to be operating within mfg specifications. (B)(4).